Manufacturer narrative:
This is report 1 of 2. Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 4307, 18, 61. Visual inspection confirms that the distal threaded tip of the expansion driver sheared off. The osseoscrew was not able to expand, meaning that the expansion shaft was likely under high tension. The root cause of the expansion shaft shearing off is due to this high tension along with torsional stresses applied. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the expansion shaft broke off in the expandable screw when it would not expand. The tip was retrieved from the patient. This is report 1 of 2.